Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included pressure testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from the heater line. This was noticed during priming of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.